Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. During a percutaneous transluminal angioplasty (pta) of the anterior tibial artery (ata), wiring was initially attempted using a jupiter sfc guidewire. However, due to severe calcification of the lesion, the wiring process was prolonged. The guidewire tip weakened during this attempt. The device was then replaced with another jupiter sfc, which was successfully advanced across the lesion. Subsequently, balloon inflation was attempted using a 1.5mm x 20mm x 143cm coyote es balloon catheter. During the initial inflation at 6 atmospheres, the balloon ruptured. The device was replaced with another balloon of the same type, but due to procedural needs, balloon size was increased to 2.5 mm to complete the procedure. No patient complications were reported, and the patient remained stable post-procedure.